Event description:
It was reported that during a prostate procedure, the fiber was observed to forward fire @ 25:50 minutes of use. 228,062 joules of use. The procedure was completed using a second fiber. There was "no injury to patient" reported.

Manufacturer narrative:
(B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.